Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the power cord on the 6800 system was damaged. No patient injury was reported.